Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address discomfort. Update ad 20 aug 2018 (B)(4) is reopened under (B)(4) due to receipt of pinnacle litigation. In addition to what was previously reported, litigation alleges injury, pain, loss of mobility, loss of range of motion, mental anguish, emotional distress, corrosion and friction wear cause toxic cobalt-chromium metal debris to be released in the blood, tissue, and bone surrounding the implant. Added stem from invoice search due to alleged metal ions. Law firm and lawyer. The patient harms and doi has been updated as well. The product details for the head was captured on invoice search and has been updated. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative:

Event description:
In addition to what were previously alleged, ppf alleges heart attack/stroke.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review ; null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges trouble sitting, standing or walking without pain and discomfort, anxiety due to fear of possible future surgeries. After review of medical records patients was revised to address failed metal on metal total hip arthroplasty with metallosis. Revision notes indicated thickened tremendous amount of bloody, brownish type synovial fluid which did not appear to be infected., but clearly was from metal on metal. There was also some metallosis to the capsular tissue and also a lot of almost cottage cheese type material that was around the cup and around the proximal portion of the stem although no gross loosening of the cup or stem were noted. Doi: (B)(6) 2007; dor: (B)(6) 2017; right hip. (B)(4).